Manufacturer narrative:
Additional narrative: device available for evaluation; this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirmed the thread damage. The root cause is attributed to inadvertent user error. A complaint database search found a similar complaint for stripped threads on the pull rod but no trend was identified. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored through post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The threaded tip of the pull rod assembly stripped off. Nothing fell into patient.